Manufacturer narrative:
The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. - the root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a thrombus occurred post procedure. A 24mm watchman ® laa closure device & delivery system along with a watchman® access system were selected. The closure device was implanted during a left atrial appendage without any problem. The patient was on warfarin; however their international normalized ratio (inr) fell out of the recommended range and the patient did not attend all inr monitoring sessions. At the patients 45 day follow-up a transesophageal echocardiogram (tee) was performed and revealed a 1.3x1.3 cm thrombus on the feet of the closure device. It was noted that during the first 45 days, no anti-platelets were given. The patient will take 5mg eliquis, twice a day and a repeat tee will be performed in 6 months. The patient¿s status is currently fine

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the thrombus was visualized on the atrial side. It was initially reported that the thrombus was located in the feet of the device however, it was further reported that the thrombus was on face of device.